Manufacturer narrative:
H6 - updated one device was received for investigation. Under visual inspection it was found that the inflation line is detached from the pilot balloon. The reported complaint is confirmed. The root cause cannot be determined, and the issue will continue to be monitored and further actions taken accordingly. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. D4: lot number, expiration date, d5. Operator of device and h4: device manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon section was cut off halfway through. The event occurred during patient use, in late (B)(6). No patient harm/adverse event reported.